Event description:
A complaint was rec'd from a customer that reported some of the segments within the display are missing. He states that in all positions portions are absent. The customer stated that he has not acted on these results but is unsure what the real reading is. A request was made to return the system for eval. In the meantime, a replacement unit was provided.

Event description:
A customer reported that some of the segments within the display are missing. They state that in all positions portions are absent. The customer stated that they had not acted on these results but is unsure what the real reading is. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.